Manufacturer narrative:
Per the data log review: there are multiple records showing that the alert sensor uncoupled/coupled a few times a second and then cleared. The message way not seen and it had already cleared but the audible tone was still present. This is likely due to the level sensor pad not being fully adhered to the reservoir. The manufacturer's senior technical support specialist suggested that the team allow the adhesive to set for at least five minutes prior to attaching the sensor and to make sure they apply gel.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was not functional properly and kept alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.